Event description:
Consumer reports injecting with pen needle and then noticing that the needle was missing. A few days later, her finger became swollen and she sought medical attention. An x-ray revealed that the needle was stuck in her finger. She received four (4) stitches and is following up with her doctor.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. A complaint history check for the identified lot yielded no other complaints for needle break off. In addition, a device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.